Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.

Event description:
It was reported that the pt had an advance sling implanted on (B)(6) 2012. Following the implant, the pt had incontinence that was worse than baseline and another continence device was implanted on (B)(6) 2013.